Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter would not power on. The patient tests his blood glucose 4-6 times a day. He manages his diabetes with levemir insulin and sliding-scale novolog insulin based on his meter readings. The patient indicated that the alleged meter issue started a few weeks ago. He mentioned that the meter issue was intermittent and that sometimes the device powered off during attempted testing. On five days prior, the patient claimed that he was unable to test his blood glucose the whole day. Since the patient was unable to test, he ate less food that day and guessed on his sliding-scale novolog dosages based on his meals. At around 9:00 pm that same day, the patient claimed that he developed symptoms of weakness, shakiness, confusion, and tiredness. The patient was able to test his blood glucose with an unidentified device while he was symptomatic and got a result of "22 mg/dl." He did not test his blood glucose prior to developing the symptoms that evening. The patient administered self-treatment by eating hard candy and a peanut butter sandwich. The self-care helped to relieve his symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported, due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.